Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. No patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: e1(event site postal code: 141001 & state: 19). A getinge fse states that there was no problem to be found with iabp datascope. Problem was found with external helium gas cylinder only, hence informed customer to replace it with new cylinder. Performed all functional checks successfully. Handed over in working order. No spare replaced.